Manufacturer narrative:
A ge service rep performed an on site investigation. The generator pcb's and connections were reseated. The system was then found to be operating as intended.

Event description:
The customer reported, the system displayed a white image from the monitors. No report of pt injury.